Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door jam error, since the device alarmed door not fully latched, determined to be caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed upper link switch, was replaced.

Event description:
It was reported that a spectrum infusion pump has a door jam error. It was also reported that there was no pt injury.